Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant when the lead was positioned, the helix would not extend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.